Event description:
Plaintiff was employed as a histologist and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: hives, hand sores, wheezing, runny eyes and nose, itching, redness and shaking, angioedema, anaphylaxis, and urticaria. Plaintiff alleges developing a latex allergy.